Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was being placed into the pt's subclavian in the emergency dept. During insertion, they gained access and threaded the wire without resistance. When inserting the dilator, it appeared to hit resistance at a depth of approx 1.5 inches. Upon removal, the clinician found the tip of the dilator had flared. As a result, a second kit was opened for a new dilator. The physician noted that he put a slight curve on the "finder needle," meaning that the wire and subsequently the dilator would have followed a curved path. His first thought was that on inserting the dilator, the wire had somehow buckled/kinked/angulated superficial to the vein, making it impossible to advance the dilator; however, he was able to very easily slide the wire in and out and there was no evidence of angulation of the wire after completion of the procedure. See MDR 9680794-2014-00186 for the second dilator used.